Manufacturer narrative:
During investigation, a review of complaint history, instructions for use (IFU) and trends was conducted. The provided imaging in this case was forwarded for expert review. The reviewer assessed, "the topcap was difficult to remove because of friction between the barbs and the cap. Once the proximal barbs were exposed the topcap instantly advanced" a complete copy of the reviewers assessment is included in the attached documents portion of this report. The exact cause is unknown, but the top cap was eventually released and the procedure successfully completed. There is no evidence to suggest device was not manufactured to specification. This complaint will be reported to have resulted in low impact to the patient. Appropriate internal personnel have been notified we will continue to monitor for similar events.

Manufacturer narrative:
****Corrected data**** upon reviewing the information posted in the maude database, conflicting information was noted. It was identified that the device was available for return and was returned to the manufacturer on 04/09/2015. This was erroneous information. The actual device was not returned for evaluation purposes. However, imaging was returned for evaluation and this was reviewed. This supplemental report is being submitted to correct this information and the data fields.

Event description:
During an evar aaa repair, a main body was unsheathed. First the safety trigger wire was removed and then the pin vice loosened. It was attempted to advance the inner cannula to deploy suprarenal stent. This was met with a great deal of resistance. The inner cannula bowed and would not advance. The physician had to exert a great deal of force in order to deploy suprarenal stent. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.